Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm was not sounding for the relief pressure check. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
On review it was found that a duplicate record was created for this event. The device evaluation was previously submitted on that duplicate file with registration number mrn: 3012307300-2025-06143 with a submission date of 07-jul-2025. Please reference mrn 3012307300-2024-05197 for all details pertinent to this event. One device was received for evaluation. Functional testing was able to verify the reported problem. The patient pressure cycling check was found out of range causing constant 'low pressure' alarm. The patient pressure cycling led was replaced. The device then passed all functional tests. The service history review indication that the complaint was related to a service of the device within the review period.